Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unspecified error message after it had fallen on the floor. The pt was unable to test for 2 weeks and allegedly had frequent urination for 2 weeks. She denied receiving any forms of treatment and did not test on any other devices at the time of concern. The customer care advocate (cca) went through troubleshooting with the pt and noted that the pt was able to test on her meter successfully. This complaint is being reported because the pt allegedly developed symptoms suggestive of hyperglycemic 2 weeks after not being to test with the subject meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.